Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 17-oct-2026. The potassium electrode serial number is (B)(6), with an expiration date of 09-aug-2026. The chloride electrode serial number is (B)(6), with an expiration date of 01-jun-2026. The customer inspected the analyzer and found that the nuts fixing the sipper nozzle were worn and unstable. He replaced this part. The investigation determined that mechanical wear caused the event. The investigation determined that the customer's actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode, potassium electrode, and chloride electrode assay results for multiple patient samples tested on the cobas 8000 c 702 module. The following are examples of patient samples with discrepant assay results from the list provided: patient sample 1 sodium the initial result is 133.500 or 134 mmol/l. The repeat result is 143.000 mmol/l. Patient sample 2 sodium the initial result is 135 mmol/l. The repeat result is 143 mmol/l. Patient sample 3 potassium the initial result is 4.9 mmol/l. The repeat result is 5.7 mmol/l. Patient sample 4 sodium the initial result is 152 mmol/l. The repeat result is 137 mmol/l. Potassium the initial result is 5.1 mmol/l. The repeat result is 4.5 mmol/l. On (B)(6) 2026: patient sample 5 chloride the initial result is 103.3 mmol/l. The repeat result is 116 mmol/l.